Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2016 with the following findings: during a review of the black box data, evidence of call service 054 alarms was observed. During testing, the pump successfully passed the ez prime steps. The pump was exercised for 24 hours with no issues. The pump cover was removed and no internal defects were found. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. It was reported that a (B)(4) call service alarm was emitted more than expected. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.